Event description:
The device was used during a gastric bypass. Reportedly, the staples did not form correctly and the knife cut. The surgeon continued with an endo stitch to complete the procedure. No pt injury was reported.